Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and it was completed as planned by restarting the system. It was reported that the equipment stopped emitting x-rays once. The philips field service engineer (fse) examined the system on-site and could not replicate the reported issue as it was resolved by the customer by restarting the system. Review of the system log file showed ¿timeout establishing connection with the generator¿ error. However, the fse carried out troubleshooting actions by adapting the x-ray tube, along with other adjustments and verifications of the generator, and the system passed in all tests. The fse performed chain image calibration, x-ray output measurement and recommended to delete patients to free up disk space. The system was in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment stopped emitting x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.